Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Become aware date corrected from january 11, 2021 to january 7, 2021.